Manufacturer narrative:
H6: medical device problem code 2017 clarifier- failure to follow steps / instructions. The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. It was reported that negative pressure was held for 5 seconds for the balloon to deflate. It should be noted in the xience alpine/pro a everolimus eluting coronary stent systems instructions for use specifies: deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 ¿ 15 seconds longer. It is unknown if the IFU deviation directly caused or contributed to the reported event. A conclusive cause for the reported difficulties could not be determined; however, patient-device incompatibility (wall apposition) may be attributed to several factors including, but not limited to, patient anatomical morphology, deployment technique, product size selection, or interference from previously deployed devices. Factors that can contribute to difficult to remove include, but are not limited to, anatomical conditions, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support, or interactions with other devices. In this case, it is possible the device may have interacted with the 70% stenosed lesion during deployment, resulting in the reported patient-device incompatibility (wall apposition). Further interaction with accessory devices (guide catheter) during retraction of the device, as resistance was noted, may have contributed to the reported difficult to remove; however, without the device to examine, this cannot be confirmed. The reported patient effect of death is listed in the IFU as a known patient effect of coronary procedures. The patient died post procedure due to acute st-segment elevation myocardial infarction; however, in the physician¿s opinion, the xience alpine device did not cause or contribute to the patient death. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the mid left main artery. The 4.0x33mm xience alpine stent was implanted however the stent was noted to not be well apposed to the vessel wall. The balloon could not be smoothly retracted through the guiding catheter. After three attempts the stent delivery system (sds) was able to be retracted. The patient died post procedure due to acute st-segment elevation myocardial infarction; however, in the physician's opinion, the xience alpine device did not cause or contribute to the patient death. No additional information was provided.